Event description:
The customer reported that the system displayed poor image quality. The picture was washed out.

Manufacturer narrative:
The ge service rep checked the resolution and kvp tracking and found the system was within specification. He examined the saved images and found the following: had several images where an xray of the spine was attempted in the lateral position, but through the shoulder area, which resulted in dark grainy images. Had 1 image improperly centered. Had several cervical images with a sustantial amount of air space in the field of view. One image was attempted in a lateral position through the shoulder area, which resulted in poor image quality. Had 1 image with improper centering. Had several images with motion and one with improper centering. The rep discussed the findings with the staff and instructed them how to correct these issues. The checked overall operation and verified the system performs as intended.